Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many patients exhibited skin reactions? Is a photo available of the patient¿s reaction? Please provide a description of the event, symptoms, and manifestation of the reaction. Did the patient undergo a total knee or total hip procedure? Or other procedure? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and lot number of product used? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a total knee arthroplasty combined with a total hip procedure on an unknown date and topical skin adhesive was used. Discoloration was observed in the product after intraoperative application. During post-operative follow-up, multiple patients exhibited skin reactions, some of which required treatment with antibiotics and other interventions. The reactions were attributed to the topical skin adhesive product. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).additional information: d9.the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.